Event description:
It was reported the pt had gone in for anything from a pocket vision to an explant. The doctor opened up the lead in the back area, the incision in the back and it appeared to be infected. The pt was complaining of some pain at that site; discomfort at the pocket and lead incision sites. They thought it may have been due to the anchor, but the doctor believed the site was infected, so he explanted the whole system. Pt did have to stay in the hospital over night due to the infection. The neurostimulator will not be returned for analysis as it was just a suspected infection, nothing defective with the device. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).